Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving saline at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. The old medications in the pump included prialt, dilaudid, and morphine at unknown concentrations and dosages. It was reported that about a month ago (approximately (B)(6) 2017), the patient stated she had been single beep alarming, but it went to a dual alarm recently. The sound was consistent with the pump alarms. There were no current symptoms. The patient¿s pump was implanted on (B)(6) 2010. The other healthcare provider (hcp) was taking the pump out on (B)(6) 2017 and told the patient to call the manufacturer to stop the pump alarm. It was stated that that they put saline in the pump about six months ago. The patient stated they put 3 medications (dilaudid, prialt, and morphine) in the pump. Due to the reactions from the pump medications was the reason the patient was getting the pump removed. The patient stated they increased the morphine and then had to decrease the morphine because the patient couldn¿t walk at times like she was ¿drunk¿ and her balance was off. She was also delusional at times. The patient stated she had the same issues with dilaudid and prialt was worse. The patient was standing in front of the fridge with the door open sleeping and would be picking up at the sky like the patient was grabbing at the air and would say she was picking up food and eating it. There were no further complications reported or anticipated.